Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.

Event description:
On (B)(6) 2012, the patient experienced cerebral infarct. The patient had very hard clot. The physician made one pass with merci retriever system, but the vessel did not reopen. Micro catheter and micro wire smashed the clot. Urokinase was administrated as arterial infusion. Then a psc 041 was used to aspirate. The vessel was reopened. The postoperative CT revealed a subarachnoid hemorrhage. The physician was unsure which device (merci micro wire, micro guide wire or penumbra) caused the subarachnoid hemorrhage.